Manufacturer narrative:
Additional 510(k) #s that also apply to this complaint: k160533; k161523. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00159.

Event description:
The patient was undergoing a thrombectomy procedure in the axillary artery using an indigo system catd aspiration catheter (catd). It was noted that the patient¿s anatomy was tortuous. During the procedure, while advancing the catd up to the clot, the physician noticed the distal tip of the catd became kinked; therefore, the catd was removed. The physician opened a new catd; however, the same issue occurred. The physician therefore removed the catd and administered thrombolytics. There was no report of an adverse effect to the patient.